Event description:
The facility reported an as50 pump with "has a bad io board". It is unknown when this event occurred, but occurred in the pharmacy. There was no report of patient involvement, injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of an as50 pump with a "has a bad io board" issue was not confirmed nor reproduced during product evaluation. The assignable cause was not determined as the device is no longer in service. No repairs were made in order to fix the reported condition. Additional information: a service history review was performed revealing this pump has previously been sent to baxter for service, but the reported condition is not related to any previous reported problem for this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.